Event description:
It was reported to philips that the device failed the therapy test. There was no patient involvement. The field service engineer (fse) evaluated the deice. The fse found the defibrillation test failing the operational check. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.